Manufacturer narrative:
Ossur is trying to gather more information from reporter as the information are limited. Currently the location of the device is unknown.

Event description:
User claims the product failed and he was injured on his residual limb.